Manufacturer narrative:
(B)(4). The stent delivery system was returned for analysis. The reported material deformation was able to be confirmed. The reported shaft kink was able to be confirmed. The reported failure to advance the device and the reported difficult to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified de novo distal left anterior descending (lad) artery, the 2.25 x 18 mm xience v stent delivery system was being advanced with some resistance and could not cross the lesion. Resistance was met with an unspecified device during removal. Additionally, the hypotube shaft was bent and a flared stent strut was noted. A 2.25 x 28 mm xience xpedition stent was used successfully in the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.